Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury for code 102 (overdelivery) complaints for the device family is approx 0.21/million sets.

Event description:
During biomedical engineering testing it was noted that "the pump's flow is too high. It delivers more than it is supposed to." The pump was received in the dept with a note indicating: "out of order/fix me." Biomed does not test their devices with the recommended MFR procedure. They use an ida-2 computer. It was noted that with an expected delivery of 60 ml, the computer measured 90ml. When the expected delivery was 120ml, a volume of 155ml was detected. There was no report of any adverse events while the pump was in pt use.